Event description:
End user's daughter-in-law called to report a red raw rash under the mass and the tape border. The rash is located 360 degrees around the peristomal skin. The caller stated the rash does not extend beyond the tape border. The end user's rash began approximately 1 month ago.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The caller stated the ileostomy effluent is liquid in nature and there are moderate creases in the skin at the 3 and 9 o'clock areas around the ileostomy. The caller stated the end user is cleaning the skin with warm water and soap, applying stomahesive powder and then the wafer. The caller was educated in skin care, stomahesive powder and skin protective barrier applications and was also instructed on the use of eakin cohesive seals to be placed in the creases of the end users skin to create a flat surface. The end user was sent samples of a 1 piece precut convex appliance. From a clinical perspective a causal relationship between the esteem 1 pc drainable invisiclose drainable pouch and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected.